Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects are known potential adverse event of use of the device. The subsequent treatment appears to be related to the circumstances of the procedure. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure with a small-bore sheath. Reportedly, femoral imaging was not performed prior to the procedure. Three days after the procedure, the patient returned to the ER and reported tingling in the right foot. The patient also reported this issue prior to the pci procedure. An angiogram of the right lower extremity was performed, and it was noted that the proglide suture had pinched the superficial femoral artery and blood flow was limited distally. Ballooning of the area was performed, and blood flow was restored. No additional information was provided.